Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: dates: (B)(6) 2011, inratio: 2.8, lab: 1.5 (lab test obtained within the hour), patient therapeutic range: 2.0-3.0. No changes in diet or medications reported. Patient is milking finger and possibly applying second drop of blood as the patient sees necessary.